Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the terminal portions of the ra and rv leads were returned with the device. Analysis confirmed that both leads were stuck in the device header.

Event description:
---

Event description:
Boston scientific received information that during an elective replacement procedure, the is-1 right ventricular (rv) and right atrial (ra) setscrews of this cardiac resynchronization therapy defibrillator (crt-d) were unable to be disengaged. Different wrenches were used and the device header was removed, but the setscrews remained stuck in place. As a result, the rv and ra leads had to be cut and the patient was transferred to a different hospital where they are currently waiting to have the lead extracted. No adverse patient effects were reported; however the patient will remain hospitalized until the leads are extracted and a new system is implanted. The crt-d will be returned for immediate laboratory analysis.

Event description:
---

Manufacturer narrative:
---

Manufacturer narrative:
The leads are not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.